Event description:
This report corresponds to ortho clinical diagnostics inc. (B)(4).

Event description:
The customer obtained 541-014 (luminometer data invalid) condition codes that occurred with multiple patient samples when using vitros ahcv reagent, lot 3000 and the vitros hbsag es lot 0465 on a vitros eci immunodiagnostic system. Biased results may occur which may lead to inappropriate physician action if it were to reoccur undetected when testing other patient samples. No erroneous patient sample results were reported out of the laboratory and there were no allegations of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that code 541-014 (luminometer data invalid) occurred on multiple patient samples while using the vitros eciq immunodiagnostic analyzer. The customer reported that the 541-014 codes had stopped after cleaning the analyzer luminometer's fiber optic bundle. The most likely root cause is an analyzer related issue. The investigation is ongoing. Information regarding the occupation of the complainant is unavailable at the time of this report.

Manufacturer narrative:
Further investigation including datalog file analysis concluded there was no evidence to confirm that any (B)(4) codes had occurred. The analysis also confirmed the presence of other luminometer codes. These codes were resolved by maintenance as previously reported. No malfunction of the analyzer occurred. The vitros eciq system was operating as intended.